Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not receive low battery alert prior to replace battery now alert. The customer's blood glucose level was unknown. The customer reported that the display was blank. They stated that there was piece of plastic under the battery so there was no signal from the battery. The customer stated that he battery cap was not damaged. They also reported that the display was blank with returned after troubleshooting. The insulin pump will not be returned for analysis.